Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: the right side septum of this dual device revealed normal usage with no internal damage. The left side septum also showed normal usage with no internal damage. No anomalies such as discoloration, compression marks or tears were noted on the 24" preattached device catheter. Attempts to flush the right side of this device revealed that the right side of the device was not patent and resistance was felt when flushing; however, without destructive testing of the device, the cause of the blockage could not be determined during the MFR's analysis of the device. The left side of the device was patent, no resistance was felt when flushing and a clear particle free fluid was collected. Leak testing of the device confirmed that the device did not leak. A trend analysis was performed on similar incidents for this cat/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR's analysis of the device, the report that "the device would not flush" has been confirmed; however, the cause of the blockage of the right side of the device could not be determined without destructive analysis of the device; therefore, no conclusion can drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Event description:
On 7/22/97, the facility notified the MFR's (MFR) sales rep that they had a problem with two (2) of these devices. This report concerns the second device (ref. MDR#1219454-1997-00327 for first device/incident). This device was on the scrub table and would not flush prior to implant. No further details were provided at this time.